Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: the distal donut was incomplete. The donut was over-sewn and an ileostomy was done to finish the case. The procedure time was extended due to the reported condition. Reportedly, the patient is in good condition.